Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge authorized representative evaluated the iabp unit and confirmed error code 57, autofill failure 6 0 which means the purge time was too long. In addition, the filter was blocked, causing autofill to fail. To fix the issue, the fse replaced the safety disk assembly and the 5000 hour maintenance kit. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement, and no adverse event reported.